Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.5ml 31ga 8mm ufii 10bag 500cs experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328468 batch no. 9210531. Consumer reported rubber stopper missing from 1 syringe, also reported needle hub separated from 1 syringe and stayed inside of shield. Consumer does not re-use, samples will be submitted for evaluation. Lot #: 9210531, product #: 328468, exp: 08-31-2024, incident date: unknown.

Manufacturer narrative:
H.6. Investigation: customer returned two (2) loose 31gx8mm, 0.5ml bd insulin syringes. Consumer reported rubber stopper missing from 1 syringe, also reported needle hub separated from 1 syringe and stayed inside of shield. Both returned syringes were examined, and it was observed that one of the syringes was missing a rubber stopper, and the plunger rod was bent. Neither syringe exhibited a needle hub separation issue, therefore the reported needle hub separates issue could not be confirmed. A review of the device history record was completed for batch # 9210531 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200842492, 200842026, 200842264] noted that did not pertain to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (stopper missing, plunger rod bent). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle hub separates). L2l dispatch #76492 was created during the creation of this batch for missing stoppers. Corrective action was to adjust the side air jet.

Event description:
It was reported that the syringe 0.5ml 31ga 8mm ufii 10bag 500cs experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328468, batch no. 9210531. Consumer reported rubber stopper missing from 1 syringe, also reported needle hub separated from 1 syringe and stayed inside of shield. Consumer does not re-use, samples will be submitted for evaluation. Lot # 9210531. Product # 328468. Exp 08-31-2024. Incident date unknown.